Event description:
Employee experienced an eye splash with cidex plus. The employee flushed her eye out for 15 minutes and saw a doctor. She was prescribed an unspecified eye drop. The employee was not wearing eye protection at the time of the incident.